Manufacturer narrative:
Date of death redacted from initial manufacturer's investigation conclusion: the reported event of a system stop was unable to be confirmed. The centrimag (cmag) 2nd generation (gen.) Primary console (serial number: (B)(6) ) was not returned for analysis and no log files were submitted for review. Additional information provided on 03aug2023 stated that the alarms were unable to be reproduced after being exchanged. Multiple good faith effort attempts were made requesting tracking information for the returning products, the serial numbers of the newly exchanged console and motor, for log files, if the patient¿s ECMO was an abbott product, and if the test loop that was run used the patient¿s pump; however, no response was provided. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) ) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Venovenous extracorporeal membrane oxygenation (vv ECMO) was initiated on (B)(6) 2023 with no modifications or circuit changes. No log files were available. The patient's death will be captured under MFR # 3003306248-2023-07181.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimg screen read 0 rotations per minute (rpm) and 0.00 liters per minute (lpm). The nurse attempted to switch the flow probe to see if it was malfunctioning. The patient became hemodynamically unstable with their stats in the 20s requiring bagging, no cardiopulmonary resuscitation (CPR). An emergency console and motor exchange was performed. Care was withdrawn due to futility of care on (B)(6) 2023 at 1054 and the patient passed away. A training loop was performed to recreate the event to see what alarms, if any, were to occur but the alarms were not replicated. Related MFR # for the motor: 3003306248-2023-05043.